Manufacturer narrative:
No product has been returned for evaluation nor was a serial number or lot number provided for monitor or disposables utilized in this procedure. It is unknown if the disposable accessories where tested. End user completed device evaluation and reported no fault identified, unit functioned as designed. Reportedly, patient has shown improvement and no revision procedure is planned at this time. With the information provided no conclusion can be drawn at this time.

Event description:
On (B)(6) 2018, patient underwent a posterior fusion procedure at t9-l5 levels and vertebral body construct at l1 using a neuro vision monitor 5 (nvm5) in conjunction with two other manufacturers implants and instrumentation. Post-operative, patient experienced right leg paralysis. The clinical laboratory technician who operated the nvm5, alleged they were using the nvm5 in threshold mode with good readings, however right side monitoring disappeared during procedure.